Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone calls that they were in emergency room due to high blood glucose on (B)(6) 2021 with blood glucose of 446 mg/dl. Customer was not using auto mode feature at time of incident. The insulin pump will not be returned for analysis.